Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) at l5-s1 a cage broke in the middle as the spacer was entering the disc space. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic and optical inspection reveals fracture just past the ¿nose¿ of the implant, with a portion of the implant broken off and not returned for analysis, suggesting impact with hard material during insertion, which is consistent with incomplete distraction or disc space preparation prior to cage.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.